Manufacturer narrative:
(B)(4).

Event description:
It was reported that during suture tensioning the healicoil rg sa 4.75mm broke lengthwise. The procedure was completed with a twinfix regenesorb device. It is currently unknown if the anchor was removed and if any additional bone holes were required to be drilled as a result. There was a reported delay of more than 30 minutes, but less than an hour. There is no report of patient impact associated with this event.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. (B)(6).